Event description:
It was reported that the user was unable to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet bionic pancreas because the user had not input the sensor code and the applicator and pairing code were no longer available, resulting in user reverting to backup therapy until another sensor was obtained. No clinical signs, symptoms, or conditions were reported. Outcomes included reverting to backup therapy with no health impact user support included user education and troubleshooting regarding cgm pairing and ilet operation without a cgm. Investigation of this case revealed user setup difficulty and inability to pair the intended cgm sensor due to missing applicator and unavailable pairing code, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not consistent with device instructions.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.